Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s wife reported that on (B)(6) 2020, the patient remembers that he had a cgm reading of 300 mg/dl, although he realized later the bg was really about 50 mg/dl. He took insulin to lower the false high glucose reading based on the cgm reading. His wife noticed that he was soaking wet, almost unconscious, and could not talk. She immediately gave him liquid glucose and called 911. She did not check his bg because of being on the phone with 911. The paramedics arrived after a few minutes, checked his bg, which was about 20 mg/dl, and gave him glucose via intravenous (IV) therapy. He was treated at the house because of the pandemic and was not taken to the hospital. In less than an hour he was fine. The husband and wife could not remember the bg value that the paramedics rechecked before leaving. At the time of report, the patient as doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.